Event description:
It was alleged by pharmacist at (B)(4), that the following event occurred after the nail ((B)(4)) had been implanted: "the locking screw (B)(4) broke whilst the surgeon was operating the resection of the nail ((B)(4))". It was further reported that "it was impossible to retrieve the broken piece of the screw."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.